Event description:
It was reported that the patient contacted the reporter on the day prior to report and stated that she had a spinal cord stimulation (scs) implanted one and a half weeks prior to report. It was noted that the patient stated that it quit working 4 days prior to report in the evening. It was noted that the patient was not able to turn it down. It was further noted that the patient¿s nephew had to come over and turn it off. It was noted that the patient was confused and forgetful. It was further noted that the patient had someone coming over on tuesday to help her. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37746, serial# (B)(6), product type programmer, patient. (B)(4).